Manufacturer narrative:
(B)(4). Mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure in 2009 and mesh was used. The patient experienced dyspareunia. Upon examination, it was noted that the patient had a vaginal exposure of the mesh. The patient underwent a revisionary procedure on (B)(6) 2009. The mesh was explanted on (B)(6) 2010. Additional information has been requested.